Event description:
There was an allegation of false negative ctx-m result while using the eplex blood culture identification gram negative (bcid-gn) panel on a gm eplex base unit. The result from the eplex was no detection for any of the resistance genes and detected for e. Coli. The culture result was e. Coli. Extended-spectrum beta-lactamases (esbl) was confirmed using phoenix esbl test. Refer to the attachment to medwatch for the susceptibility testing results.

Manufacturer narrative:
The gm eplex base unit serial number was (B)(6). No malfunction was found for the eplex instrument, and it was working within specification. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. Antimicrobial resistance can occur via multiple mechanisms, and the bcid-gn panel is designed to directly detect the nucleic acid of a resistance gene. A 'not detected' result for an antimicrobial resistance gene should not be interpreted as antimicrobial susceptibility to a specific organism. In addition, esbl resistance can be due to mechanisms other than the acquisition of the ctx-m resistance gene. A 'not detected' for the specific ctx-m resistance gene present in the e. Coli may be due to sequence variation and/or assay limitation.